Event description:
Rptr's middle child was born with a 4th ventricle cyst, partial agenesis of the cerebellar vermis, and hypoplastic cerebellum. She was first diagnosed with dandy walker syndrome and then diagnosed with joubert's syndrome 7 months after her birth. She is hypotonic, has miosis of pupils, ptosis, high palate, ataxia, tremor, no speech at the age of 4 1/2, can't stand, sit, walk or eat without a gastrostomy. Her feeding problems worsened around the age of 2 and made it necessary to have the gastrostomy. Other doctors have said she has cerebral palsy and leber's amerousis. Rptr breast fed her and wonders about the esophageal problems associated with breast implants. Her implants have osmosed into tissue. Her daughter had low oxygen in her blood and several color changes after birth. She had all the newborn tests to screen for maternal drug traces and they found nothing. Hosp kept rptr's daughter for a week after birth to give her tests for infections and mris of brain and kidney. She has fast respirations and heartbeat. Kidney MRI was negative. It appears that rptr had a severe autoimmune reaction to her first set of implants, which were explanted 6/14/85. She is wondering if her low thyroid and fatigue symptoms and terrible morning sickness with pregnancy of daughter were a sign of maternal illness that affected the fetus due to implants.